Event description:
Additional information was received stating that this patient also experienced pericardial effusion which was discovered at the time of lead explant. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains in the possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced one day post implant due to dislodgement. No additional adverse patient effects were reported.